Manufacturer narrative:
This supplemental report was filled to correct field b5: "describe event or problem". And h10: "additional MFR narrative ". Product was returned and discarded. H3 other text : boxed device was discarded before complaint was reported.

Event description:
It was reported that this device recorded a code 1003 during pre-implant interrogation, indicative for voltage too low for remaining capacity, suspected to be due to exposure to cold weather. No patient involvement reported. The device was returned prior the event being reported and it was discarded before product analysis could be performed. As this was a boxed device, the distribution center will scrap the device after a few days if there are no complaints related.

Manufacturer narrative:
Product was returned. At this point, product analysis has not yet been performed for this device.

Event description:
It was reported that this device recorded a code 1003 during pre-implant interrogation, indicative for voltage too low for remaining capacity. This issue is likely to be related to exposure to cold weather. No patient involvement reported. The device was returned and it is waiting for product analysis.